Manufacturer narrative:
Batch review performed on 03 may 2018. Lot 175985: 88 items manufactured and released on 08 february 2018. Expiration date: 2023-01-31. No anomalies found related to the problem. To date, 35 items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon noticed a femur fracture in post-op x-rays. The surgeon revised the stem, head and liner with another company's stem and head with a medacta liner. The surgery was completed successfully.